Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that starting on (B)(6) 2018, the patient was feeling occasional shocking right above the ins site when the ins is on. The ins has reached the end replacement indicator (eri) and a replacement surgery is planned, and will be scheduled after the patient has another surgery on (B)(6) 2018. The patient decided to turn the ins off until the replacement surgery takes place. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Update (rep, hcp): additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The patient¿s ipg was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the customer discarded the device. No further complications were reported.